Event description:
It was reported that after an interventional neurologic procedure, arteriotomy closure was attempted of the common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The device was removed with some manipulation by rocking it back and forth. Manual compression was applied for fifteen minutes to achieve hemostasis. Although bleeding had stopped, bruising was noted at the groin/access site. A computed tomography (CT) scan revealed a retroperitoneal bleed at the access site and the starclose se clip had deployed in the tissue tract above the vessel. Hemostasis was achieved, the retroperitoneal bleed was treated with a non-abbott mechanical compression device, and the hospitalization of the patient was extended for two days to monitor the site. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Based on the reported information and the inspection criteria a definitive cause for the difficult to remove device and retroperitoneal bleeding after firing the clip could not be determined, however, use of a 4f procedural sheath may have been a contributing factor. It was reported that the device was used in a 4f sized arteriotomy. Per the starclose instructions for use, the device is indicated for the percutaneous closure of common femoral access sites in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. The safety and effectiveness of the starclose vascular closure system has not been established in patients with introducer sheaths less than 5f or greater than 6f during the catheterization procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. Reported device (B)(4) - it was reported that the starclose se was used in a 4f. Sized arteriotomy. The device is indicated for the percutaneous closure of common femoral access sites in patients who have undergone diagnostic or interventional endovascular catheterization procedures utilizing a 5f or 6f procedural sheath. An arteriotomy site that is too small in size may result in resistance as the clip delivery tube set is advanced through the tissue tract. After clip deployment, resistance may be encountered causing difficulty removing the device.